Manufacturer narrative:
The device was received for evaluation. Upon completion of the investigation a supplemental MDR will be filed.

Event description:
The us complainant had a support ongoing with an automated impella controller (aic) associated with an impella cp when the aic alarmed for purge low. The team attempted to troubleshoot by exchanging the cp, but that failed, and the team had to replace the aic itself. The issue was then resolved and support proceeded. The patient was eventually weaned with the cp explanted.

Manufacturer narrative:
B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-14314. D.2 revised common device name in accordance with updated procedures since the initial manufacturer device report 1220648-2024-14314 was submitted. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report 1220648-2024-14314 was submitted. H.6 code 3221 should not have been reported on the initial manufacturer device report 1220648-2024-14314 in accordance with updated procedures.